Manufacturer narrative:
H6 medical device problem code: 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: "fracture and stenosis of coronary stents implanted in highly tortuous patent ductus arteriosus for palliation of duct dependent pulmonary circulation." B3: date of procedure/implant estimated as (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
The 11 day old patient presented with pulmonary atresia and ventricular septal defect for patent ductus arteriosus (pda) stenting. The pda was crossed with a whisper wire to a distal position in the right pulmonary artery (rpa) anterior branch and a second buddy wire advanced to the left pulmonary artery (lpa). This facilitated advancement of a long 3.5×23mm xience pro stent across the duct and successful expansion of the stent was performed in the intended position. Approximately 12 hours post procedure the patient had desaturations to the 60¿s. Echocardiogram and cxr suggested inadequate coverage of the aortic end and consequent ductal constriction milking the stent forwards. The patient underwent re-stenting of the pda by overlapping a 3.5×15mm xience pro stent into the existing stent to cover the aortic end, with corresponding increase in oxygen saturation and was discharged home 2 weeks post procedure. At 3 months of age, the patient re-presented with low saturations and echocardiographic features indicative of stent fracture. Angiography confirmed a stent fracture and displacement of the distal stent fragment into the main pulmonary artery. A 4f bentson catheter and supercross microcatheter were used to navigate a whisper wire into the proximal stent through the central lumen. Despite multiple attempts, passage of wire through the fragmented distal stent was through a side strut into the rpa. The side strut was dilated with a 2.5mm emerge balloon to enable subsequent stent placement. A 4.0×18mm xience pro was expanded across the distal stent to cover the area of stent fracture, resulting in an increase in oxygen saturation to 90%. The fragmented distal stent was stable within the main pulmonary artery stump, therefore left in situ. The patient was discharged 3 days post procedure and underwent biventricular repair at 6 months of age. The article concluded that as the application of pda stenting extends to increasingly complex and tortuous ductal morphologies, the risk of stent fracture is an important consideration during procedural planning and post procedure monitoring. Details are listed in the article titled, ¿fracture and stenosis of coronary stents implanted in highly tortuous patent ductus arteriosus for palliation of duct dependent pulmonary circulation". No additional information was provided. For reporting purposes, the date of procedure/implant will be estimated as (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that based on the information reported, the xience stent is not the cause of the adverse clinical events. In all three procedures, the xience stent was delivered successfully, and demonstrated patency angiographically. There was no reported device malfunction. Subsequent complications, such as desaturation and late stent fracture, are consistent with complex congenital anatomy, hemodynamic stress and patient growth. Published data supports that stent fractures in congenital heart disease patients are often the result from growth and mechanical factors rather than the manufacturing defects or design limitations. It should be noted that the rx xience pro everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: the xience pro everolimus eluting coronary stent system is indicated for improving coronary lumial diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesion for restoring coronary flow in patients experiencing acute myocardial infarction who present within 12 hours of symptom onset. For the treatment of patients with concomitant diabetes, acute coronary syndrome, dual vessel lesions (two lesions in two different epicardial vessels), lesions residing within small coronary vessels; lesions where treatment results in the jailing of side branches (lesions with a side branch <2 mm in diameter or an ostial stenosis <50%); for the treatment of elderly patients (age = 65), and for treatment of both men and women for treatment of patients presenting with in-stent restenosis in coronary artery lesions; chronic total occluded coronary artery lesions (defined as coronary artery lesions with timi flow 0 and lasting longer than 3 months); and coronary artery bifurcation lesions. It is unknown if the IFU deviation caused or contributed to the reported event. Based on the information received, the investigation determined that the reported issue appears to be related to operational of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The 11 day old patient presented with pulmonary atresia and ventricular septal defect for patent ductus arteriosus (pda) stenting. The pda was crossed with a whisper wire to a distal position in the right pulmonary artery (rpa) anterior branch and a second buddy wire advanced to the left pulmonary artery (lpa). This facilitated advancement of a long 3.5×23mm xience pro stent across the duct and successful expansion of the stent was performed in the intended position. Approximately 12 hours post procedure the patient had desaturations to the 60¿s. Echocardiogram and cxr suggested inadequate coverage of the aortic end and consequent ductal constriction milking the stent forwards. The patient underwent re-stenting of the pda by overlapping a 3.5×15mm xience pro stent into the existing stent to cover the aortic end, with corresponding increase in oxygen saturation and was discharged home 2 weeks post procedure. At 3 months of age, the patient re-presented with low saturations and echocardiographic features indicative of stent fracture. Angiography confirmed a stent fracture and displacement of the distal stent fragment into the main pulmonary artery. A 4f bentson catheter and supercross microcatheter were used to navigate a whisper wire into the proximal stent through the central lumen. Despite multiple attempts, passage of wire through the fragmented distal stent was through a side strut into the rpa. The side strut was dilated with a 2.5mm emerge balloon to enable subsequent stent placement. A 4.0×18mm xience pro was expanded across the distal stent to cover the area of stent fracture, resulting in an increase in oxygen saturation to 90%. The fragmented distal stent was stable within the main pulmonary artery stump, therefore left in situ. The patient was discharged 3 days post procedure and underwent biventricular repair at 6 months of age. The article concluded that as the application of pda stenting extends to increasingly complex and tortuous ductal morphologies, the risk of stent fracture is an important consideration during procedural planning and post procedure monitoring. Details are listed in the article titled, ¿fracture and stenosis of coronary stents implanted in highly tortuous patent ductus arteriosus for palliation of duct dependent pulmonary circulation". No additional information was provided. For reporting purposes, the date of procedure/implant will be estimated as (B)(6) 2024.